Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose levels. Customer's blood glucose level was 25.8 mmol/l at the time of incident. Customer reported insulin pump had insulin flow blocked alarm. Troubleshooting was performed and insulin exited the tubing. Customer stated insulin pump did not alarm for insulin flow blocked. The insulin pump will not be returned for analysis.